Event description:
The customer reported a problem of imrt qa disagreement of 18% (predicted vs measured). During analysis of this, the customer discussed a second plan that is under treatment, where the qa has a 5% disagreement.

Manufacturer narrative:
The preliminary investigation identified that the customer was installed with eclipse version 8.5 (8.2.x) in 2008. This version of dcf has a known defect in lmc version 8.2.22. Varian has discontinued distribution of version 8.2.22, but the version was inadvertently installed at this site following the stop order. The lmc version, 8.2.22 has a known software anomaly, where multiple static segment technique causes incorrect monitor unit calculations. It was determined that if such a plan is delivered, an under dosage of as much as 50%, depending on the actual mu factor might occur. An urgent medical device correction notification was provided to all affected customers on october 3, 2008. All corrective actions have been reported under the guidelines. Further actions regarding distribution of suspended software will be addressed in varian's CAPA process. No follow-up reports are anticipated.